Manufacturer narrative:
(B)(4). Concomitant medical products: item# 010000589; comp rvrs 25mm bsplt ha+adptr; lot# 296770, item# 115395; comp rvs cntrl 6.5x25mm st/rst; lot# 522910, item# 115313; comp rvsr shldr glnsp +3 36mm; lot# 020060, item# 180553; comp lk scr 3.5hex 4.75x30 st; lot# 602720, item# 180554; comp lk scr 3.5hex 4.75x35 st; lot# 878350, item# 113613; comp primary stem 13mm micro; lot# 904750, item# 115378; comp rvs tray +10mm co 44mm; lot# 800040, item# xl-115364; arcom xl 44-36 std +3 hmrl brg; lot# 247330. Report source: (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-02449, 0001825034-2019-04938, 0001825034-2019-04940, 0001825034-2019-04941, 0001825034-2019-04943, 0001825034-2019-04944, 0001825034-2019-04945, 0001825034-2019-04946.

Event description:
It was reported that the patient underwent a revision procedure approximately eight months post initial due to infection. A spacer mold was temporarily implanted and removed at a later date. No further information is available.